Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment the patient received an "m31 air detected in cassette" warning during fill 1/5. The pd patient stated that the heater bag was connected to the red line and was full. The pd patient stated he did not see any air in the lines or bags and the unused lines at clamped. The patient rebooted the cycler and then received a "power fail recovery failed" message and cancelled treatment. After the patient removed the cassette he stated he did not see fluid leaking but did feel moisture inside the cassette door. The patient reverted to manual exchanges to complete treatment and the patient's cycler was replaced. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no patient injury or adverse event. The pdrn stated the patient reported moisture inside the cassette door area after receiving several cycler alarms during fill 1 and when cancelling treatment. Per pdrn the moisture was noted when opening the cassette door and indicated it was unknown what may have attributed to the observed moisture. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.